Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 and altlp alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation results for 2 patient samples on a cobas pure c 303 analytical unit. On (B)(6) 2023, patient 1 had an initial crep2 result of 13 mg/dl. The sample was repeated and the result was 0.692 mg/dl. On (B)(6) 2023, patient 2 had an initial altlp result of 170 u/l. The sample was repeated on a c503 analyzer and the result was 18 u/l.

Manufacturer narrative:
The creatinine reagent lot number is 702641 and the expiration date is 29-feb-2024. The alt reagent lot number is 740017. The expiration date was not provided. The field service engineer (fse) found that the washing station was dripping and replaced two valves. The investigation is ongoing.